Event description:
It was reported that during a routine follow up visit, the device was noted to have erased the patient data as well as the pacing percentages. The patient has been undergoing radiation therapy. Additionally, some data was noted to be invalid. The parameters were programmed back to normal and the patient will continue to be monitored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem: s2d file (B)(4) shows parity error count=25 between (B)(4) 2012 13:06:40 and (B)(4) 2012 13:09:36.